Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the 23mm commander delivery system balloon ruptured during valve deployment. The valve was roughly 90% expanded. Due to calcium, the team opted to post dilate with a non-edwards dilation balloon. The valve was successful dilated without paravalvular leak seen or any complications.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation; however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed due to unavailability of the device or imagery. No manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per customer report, 'balloon ruptured during valve deployment'. Per notes, heavy calcium was insolated to leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2ml was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) ) and procedural factors (over-inflation) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.